Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 4 was not detected on the communication bus at the station due to all the lights on the module board of the drawer were off. A field service engineer reconnected all cables and replaced the module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system main drawer 4 failed and required maintenance while issuing medication to the patient. The customer was able to manage medication from a nearby station, which resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.